Event description:
It was reported that the left ventricular lead exhibited loss of capture. During lead revision, an insulation anomaly was observed on the lead. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).